Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary the complaint states: ¿event: when the outer packaging was opened, it was noticed that the ampoule containing the antibiotic cement was broken, making it impossible to use it.¿ as the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. Without a sample or photographs, it is not possible to establish further information for the investigation, such as when this damage originated or how serious the damage is. Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules were discovered. Fmea dva-107020-fde rev 8 lines 115, 116, and 144 refer to this failure mode (see attachment ¿pc-000426552 extract from dva-107020-fde.pdf¿. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. Confirmed failures of this nature can usually be traced back to transport/ storage conditions. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Is a non-healthcare professional.

Event description:
When the outer packaging was opened, it was noticed that the ampoule containing the antibiotic cement was broken, making it impossible to use it.